Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) displayed code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed and data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The crt-d remains in service at this time and no adverse patient effects were reported. Additional information received indicated that the device was replaced and is expected to be returned for analysis.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) displayed code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed and data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The crt-d remains in service at this time and no adverse patient effects were reported.